Manufacturer narrative:
The ventilator was investigated by our field service engineer (fse). The entire user interface was replaced per customer¿s request. The previous user interface was not available. No further information how the user interface broke was provided. No parts were returned for investigation. The root cause of the damage has not been determined, but the user interface has most likely been exposed to a mechanical force greater than it is designed to sustain.

Event description:
It was reported that user interface of the ventilator broke. There was no patient harm. Manufacturer's ref.#: (B)(4).